Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm during fill tubing. Customer stated that pushed insulin manually through tubing using plunger and insulin exited with no insulin flow block alarm. Customer stated that insulin pump alarmed flow block during fill tubing stage in troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.